Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error when the customer went to suspend the insulin pump. The blood glucose reading was 60 mg/dl. The customer stated that she had been receiving the motor error alarms frequently. She declined troubleshooting for low blood glucose. She stated that she had performed an infusion set change, received the motor error alarm again, and was unable to clear it after that; she discontinued its use since then for about the past month. No significant events leading to the alarm were recalled. Advised replacement of the insulin pump. She did not have the device with her at the time of the call. Nothing further reported.